Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, inadequate bone quality/quantity, increased sensitivity, mobility.